Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the clinical nurse irrigated and sealed the product, the blood at the tip of the product could not be flushed many times and collected inside the connection between the needle tail and the catheter. This was the case with multiple products used in a row. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.